Event description:
While flushing the catheter during the procedure, air entered from the hemostasis valve after the syringe was unable to be pulled back and negative pressure applied. The device was used to complete the procedure and there were no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.